Event description:
It was reported that the patient presented for revision of the right ventricular lead due to high capture threshold. During the procedure the physician attempted to reposition the lead, however, the helix failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were high capture threshold and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. The helix was received retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After the lead was cleaned the helix could be extended and retracted when torque was applied directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.